Event description:
This customer reported that the battery will not stay inserted in the device. There was no report of any patient involvement.

Manufacturer narrative:
(B)(4). The device is being returned to the philips repair bench for evaluation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.